Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp was explanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.